Event description:
Reporter calling on behalf of spouse. Pen not priming properly. Incidents of underdosing. Pt called lilly three times with complaint. Lilly replaced pens. Priming problems occur intemittently.